Event description:
It was reported that during a hip arthroscopy the metal part at the end of the electrode detached. It is unknown if there was a backup available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
The product, intended to be used for treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event include: 1. Check the wand tip periodically to ensure the electrode is intact and the wand is functioning as designed. 2. If the electrode is not intact, discontinue use and check the joint cavity by appropriate means. 3. The wand/controller should be inspected prior to, and periodically during, surgery for any damage as this could adversely impact performance, safety and clinical outcome. 4. Do not use if damaged or malfunctioning. There are no indications to suggest the device did not meet product specifications upon release into distribution. Complaint history search revealed no additional complaints for this production lot.